Event description:
It was reported that this right atrial (ra) exhibited an increase in pacing threshold measurements as it went from 1v to 4v. This lead was successfully repositioned. The patient experienced dizzyness this lead remains in service and is not expected to be returned.